Event description:
The initial reporter received questionable tina-quant lipoprotein (a) gen.2 (lpa2) results from one patient sample tested on the cobas pro c 503 analytical unit. The reporter stated that they ran the patient samples in duplicate as they have a previous history of imprecision with the assay. The patient sample was run on two c503 analytical units: analyzer a and analyzer b. The initial result from analyzer b was 75 mg/dl with a data flag. This result was deemed correct and reported. The first repeat result from analyzer b on auto-repeat was 109 mg/dl with a data flag. The second repeat result from analyzer a was 77 mg/dl with a data flag. The third repeat result from analyzer a was 125 mg/dl with an invalidating data flag. The fourth repeat result from analyzer a was 51 mg/dl with a data flag. The fifth repeat result from analyzer b was 36 mg/dl with a data flag.

Manufacturer narrative:
The serial number of c503 analyzer a is (B)(6). The serial number of c503 analyzer b is (B)(6). The field service engineer inspected both analyzers and could not determine the cause of the issue. He performed an instrument check on both analyzers and verified that they were performing within specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the qc recovery. The qc recovery showed a coefficient of variation (cv) of up to 4%; sometimes with low results but within specifications. The investigation reviewed the alarm trace. Frequent "abnormal aspiration" errors were noted for the s1 sample probe. The investigation noted that the customer has different reagent cassettes on board at the same time; the customer calibrates each cassette. The investigation determined that a general/systematic issue with the instrument or reagent was not the root cause. The investigation did not identify a product problem. The cause of the event could not be determined.